Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting. The unit's green led light was flickering. The fse replaced the power overlay switch to address the finding. The fse also replaced the battery and upgraded the unit's software to 2.30 as part of preventative maintenance. The device passed all required testing following repairs.

Event description:
It was reported that the unit's alarm light emitting diode (led) failed. There was no patient involvement. The event date was not specified, estimate used.